Event description:
It was reported by service report that the auxiliary outlet was not getting power because the circuit breaker tripped. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - circuit breaker tripped. Conclusion - circuit breaker was reset.